Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support. The patient stated they just came home from the hospital and was having difficulties starting over with a new setup on the liberty select cycler. The patient was assisted with resetting up. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) was conducted on (B)(6) 2021. The pdrn had no information that the patient was hospitalized. Attempts to reach the patient were unsuccessful. The reason for the patient¿s reported hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event.